Event description:
It was reported the ez45g was used on a thoracotomy. It was reported on the first firing the device cut and then skipped area and then cut again. The surgeon used scissors and cautery to complete the cut line. The rep is returning a picture of the cut line. There was no consequence to the pt.